Event description:
It was reported by service report that there was no power to the bed and the power cord plug was missing power prong. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing power prong.